Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the error code b30 occurred due to a damaged charged coupled unit. Based on the results of the investigation, nozzle had foreign objects. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited scope communication error code -b30 and foreign objects from the nozzle. There was no patient involvement.